Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 11. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.